Event description:
I have been using the phillips dreamstation CPAP for years. Since march I have been experiencing bloating, gas, and esophageal discomfort. I had an upper gi done, and gastritis was found. I have not been improving. I just found out about the recall, and I am concerned that the foam has been harmful for me. FDA safety report ID # (B)(4).